Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Cause was unknown. Customer corrected for the low bg and subsequently experienced a high bg (value not provided). No additional patient or event information was provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.